Manufacturer narrative:
This report is for an unknown 5.0 mm cannulated screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent reamer/ irrigator/ aspirator (ria) bone harvest and a revision of devices due to a failed fixation distal femur fracture. The patient originally implanted with variable angle condylar plate 12 hole left and screws on an unknown date. The plate and screws were explanted. It was revised to zimmer retrograde femoral nail and also with a dual fixation with synthes va condylar plate 22 hole. The procedure was successfully completed. Patient status was stable. (B)(4). This report is for an unknown 5.0 mm cannulated screw.